Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided photo, which shows that the suture tape is damaged and torn off. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 27th february 2024, it was reported by an arthrex employee via email that an ar-1588rt-2j, tightrope ® ii rt with deploying suture had sutures that snapped. This occurred on (B)(6) 2024, during an acl reconstruction procedure. As surgeon was pulling the tightrope ii rt sutures to reduce the loop and to pull the graft into the femoral tunnel, the sutures snapped at the level of the button. The button and sutures were able to be removed from the joint. Procedure was completed successfully with no patient harm, by using another tightrope ii rt instead. The graft was re-prepared with this button, and inserted into joint without issue.